Event description:
The customer contacted beckman coulter inc (bci) in regards to erroneous low hct, mcv and high mchc, without instrument generated flags, results were obtained on the initial sample analyzed on the unicel dxh 800 coulter cellular analysis system customer indicated that partial voteout "information" message was obtained. The erroneous results were reported out of the laboratory. The technician was alerted of an issue after three elevated mchc results were obtained and follow up action was performed per the laboratory's protocol. The specimen was later repeated on the same instrument and higher hct, mcv and lower mchc results were obtained. Affected mcv results (100 results) were rerun on another dxh800 instrument and corrected reports were sent out. These patient results were not provided for this investigation. No affect to patient treatment as the discrepancy in the results was quickly identified. No death or injury reported.

Manufacturer narrative:
The specimens were collected in bd 4ml edta k2 tubes and varied in sample age. Those after 1.5 hours were stored at 4oc. Controls were run before and after the event and were within range. Service advised the account to perform a cleaning procedure, but the procedure did not resolve the issue. A bci field service engineer (fse) replaced the cbc transducer I/f board which resolved the issue. Root cause was related to the cbc transducer I/f board.